Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during the procedure, there was difficulty removing the cds from the sgc and the clip detached from the cds requiring medical intervention. It was reported that this was a mitraclip procedure to treat function mitral regurgitation (mr) with a grade of 4+. The steerable guide catheters (sgc) was advanced without issue. The first nt clip (91106u283) was placed medially on a2p2 due to the coaptation gap. Grasping was difficult; therefore, the clip was moved more lateral on a2p2 and was deployed successfully. A second nt clip (91106u289) was placed medial to the first clip with no issue. The third nt clip delivery system (cds) (91106u285) was advanced to implant the clip medial,and in anticipation of the difficulties steering down to the valve, a, +, and m knob were applied. However, the correct trajectory was not achieved. All the curves were released and the cds set back to neutral. An attempt was made again to position the device however again, the trajectory was not correct, and it was suspected there was a set in the shaft of the cds. Therefore, it was decided to remove the devices, all curves were released, and the clip tightly closed was pulled back. Everything was aligned correctly however we could not get the clip close to the guide, it was still approximately 1cm away from the ring on the sgc. Several attempts were made when the clip came off the mandrel. The cds was pushed out of the sgc when it was noted the clip came completely off and was hanging on the gripper and lock lines. A new access site was made on the left side and a goose neck snare was advanced to retrieve the clip. The sheath, snare, guide and clip were all pulled into the venous bifurcation. The goose neck snare was switched out for an ensnare. The clip was deployed and then captured with the snare device and then removed from the anatomy. A new sgc was inserted, and the procedure was completed with deploying two more clips (91106u192 and 91106u84). Four clips implanted reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The returned device analysis could not replicate the reported difficult to advance but the reported deformation due to compressive stress was confirmed during visual inspection. The reported material separation resulting in difficulty removing the clip delivery system (cds) / steerable guide catheter (sgc) could not be replicated within the testing environment, however; these issues were confirmed based on an observed broken threaded stud. It was also noted that the release crimper was loose. A review of the lot history record identified no exceptions issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and the return device analysis, a definitive cause for the reported difficult to advance could not be confirmed; however, the reported deformation was due to the reported difficulty advancing the device to the valve. The reported material separation resulting in difficult to remove was due to the observed broken threaded stud. The investigation determined the noted material separation and loose release crimper appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.